Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the laparoscopic nephrectomy clips were unable to be loaded into the jaws. The clips fell from the device. The device was able to be fired halfway. The procedure was completed with another device. The status of the patient: no problem.